Event description:
Customer reported: rough edges on the bottom portion of the trach tube. Customer reported, the trach was in use for less than one day and the issue caused the patient to cough. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the patient.

Manufacturer narrative:
(B)(4). Customer had confirmed that no sample will be made available for analysis. No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.